Event description:
Patient reported obtaining a blood glucose result of 227 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered insulin aspart (amount not provided). Patient reported taking several additional readings, following initial insulin dosage; 245 mg/dl, 190 mg/dl, 350 mg/dl, 170 mg/dl, 145 mg/dl, and 141 mg/dl (time between tests was not provided). Patient noted that he had injected additional insulin based on some of the preceding values; however, he did not provide any information about total insulin taken. Patient indicated that, an unspecified time later, he began shaking and experiencing hypoglycemic symptoms. Patient self-treated by drinking orange juice, after which his blood glucose measured 78 mg/dl, on the suspect device. Patient then retested blood glucose several times with results of 110 mg/dl, 170 mg/dl, 242 mg/dl, 221 mg/dl, 237 mg/dl, and 386 mg/dl (time between results was not provided). Pt stated that, after obtaining a result of 386 mg/dl, he tested his blood glucose on a different instrument and obtained a result of 157 mg/dl. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.